Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced hyperglycemia event on (B)(6) 2025 due to which patient got hospitalized.the patient has not been released from the hospital. No further information available.